Event description:
Country of complaint: (B)(6). Complaint states: during surgery, the clip broke in two parts. One part remained in the patient.

Manufacturer narrative:
U.s. Reporting agent notified on : (B)(6) 2014. Manufacturing site evaluation: the magazine is broken apart. No clip is left inside to investigate. There are no other complaints with the same failure of the broken clip. The clips are made of titanium, which is a very ductile material, which is not prone to breaking. So this failure is not comprehensible to OEM. DHR shows hints for any deviations from the specifications. No material or products errors could be ascertained.